Event description:
It was originally reported that the patient experienced a problem with recharging. There were coupling or communication issues. The patient received an end of service/end of life message. The patient had not used or recharged their neurostimulator in over a year. The patient's device came out of the first overdischarge. The patient charged their device to 100% 1-2 days ago and the battery was now empty. The physician and patient programmer received error code 39. This was the first overdischarge. It was later reported that the patient had 4 overdischarges. End of service occurred after the 3rd overdischarge. The patient's device was replaced. The patient recovered without sequela.